Manufacturer narrative:
Analysis of the lead (s/n: (B)(6)) revealed that all conductors were broken; 21.5 cm from the distal end of the lead. Analysis of the lead (s/n: (B)(6)) revealed that all conductors were broken; 20.3 cm from the distal end of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). The patient met with the rep about the stimulation not working. The patient stated the stimulation had never provided relief since it was implanted. The physician wanted to try reprogramming before explant. The battery was depleted but was able to charge back up. All impedances were 40000 and the patient admitted he falls a lot. A lead revision was planned but not scheduled. Further information received from the manufacturer representative reported that both leads were replaced. During the explant the physician removed the leads from the battery and tried testing them but they showed red for all contacts on both leads. The new leads were placed at t8 and t9. The patient reported adequate coverage during intra op mapping. All connections were good and post op the impedances were within normal limits. The physician noted that the leads looked intact, there were no obvious sign of damage. The cause of the high impedance could not be determined.

Manufacturer narrative:
Other medical products in use during the event include: brand name: vectris surescan, product ID: 977a260 (serial: (B)(6), product type: 0200-lead. Brand name: vectris surescan, product ID: 977a260 (serial: (b)(6,; product type: 0200-lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.